Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 509 mg/dl and 248 mg/dl at the time of incident. The customer was treated with manual injection. The customer had symptoms such as nausea and abdominal pain. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).